Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while the customer was attempting to input the transmitter ID, the pump touch screen was unresponsive. Reportedly, the customer was unable to toggle between the alphabetic and numeric keypads. The customer's blood glucose was 127 mg/dl. Customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of therapy was available.